Event description:
It was reported that there was problems with the guide wire. It was further stated that it was quite difficult to remove the guide wire through the needle. Later when the catheter was introduced, the guide wire was frayed.

Manufacturer narrative:
The device was discarded at the hospital. Product will not be returned for evaluation. Directions for use states, that gentle manipulation may be needed to insert the guide wire. The guide wire should never be forced. If difficulty is met during insertion of the guide wire, completely withdraw the guide wire and reattempt insertion. If using the thin wall needle, it is important to note that the arrow indicator of the 18-gauge needle hub is 'up' prior to guide wire removal. This will ensure that the guide wire is not being withdrawn against the needle bevel.